Event description:
A nurse reported that during a procedure, they had problems connecting the vitrectomy to the system. The procedure was completed with the same equipment with no delay. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).